Event description:
It was reported that the device was broken during a procedure and it produced a delay of at least 20 minutes in the treatment. There were back-up disposables, but they were no compatible with the device. No patient harm was reported.